Event description:
A customer reported to baxter (B)(4) of a hp microbore catheter extension set with one-link needle free IV connect in which the operator observed that the set disconnected at distal end between the valve and tubing. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a hp microbore catheter extension set with one-link needle free IV connect in which the operator observed that the set disconnected at distal end between the valve and tubing was confirmed during sample evaluation. The sample arrived out of the pouch primed. Visual inspection confirmed that the tubing was separated at the inlet port of the onelink device. Visual inspection of the tubing end, did not show a distinctive solvent bond plow ridge. The assignable root cause was determined to be manufacturing/assembly issue. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.